Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During atrial fibrillation procedure, an air leak occurred. When a non-abbott catheter was inserted into the sheath and aspiration was performed through the side port for flushing, air was aspirated. Despite multiple attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only products inserted directly into the hemostasis valve were the included dilator and the non abbott catheter. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure. The hospital discarded the reported sheath.